Event description:
Foley catheter pulled out by patient. Foley snapped just above the port. Cystogram was performed. Cystogram was normal. Missing length of catheter not visible with or without contrast media.